Event description:
It was reported that previous artificial urinary sphincter cuff was removed on (B)(6) 2018 due to recurring incontinence. A new artificial urinary sphincter 4.0 cm cuff was implanted.

Event description:
It was reported that previous artificial urinary sphincter cuff was removed on (B)(6) 2018 due to recurring incontinence. A new artificial urinary sphincter 4.0cm cuff was implanted. Device analysis: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.